Event description:
It was reported the infusion port at the proximal end of the agilis sheath leaked during pre-insertion testing. Another agilis device was used to complete the case. There was no pt injury reported.

Manufacturer narrative:
One 8.5f agilis introducer was received for evaluation. Visual inspection revealed a kink in the shaft near the handle. Review of the device history record confirmed the lot met mfg requirements prior to shipment. The returned introducer was received with the extension tubing only partially attached to the sidearm. Microscopic examination of the inside of the sidearm revealed the remaining section of the extension tubing was correctly inserted and bonded during mfg.